Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument for failure analysis; however, as of the date of this report, the evaluation has not yet been completed. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted hernia surgical procedure, the force bipolar instrument's second joint unfolded more than the opposite side, causing it to catch on peritoneum tissue. In addition, the surgical staff struggled with removing the instrument through the port. The instrument was used for around 15 minutes before the event occurred. No tissue was excised, nor was there any bleeding. Despite the issue, the procedure was completed robotically without any reported injuries or post-operative complications.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have two bent grips, causing them to be misaligned, which also caused an abnormal position of the grip tang, resulting in abnormal movements in the joint when the grips are fully closed and difficulty passing through the cannula when removing the instrument. The offset at the tips was 0.52mm. The grips were not found to be cracked. When the tips of the instrument grips are misaligned/bent, this issue would be visually detectable. Furthermore, a loss of cautery would be detected with a lack of tissue effect at the end effector. Grip bending is related to the application of torque relative to the opening of the instrument grips. High loading of the tip with the grips open can cause damage to the grips, with longer grips being more susceptible to failure. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h11 for follow-up information.